Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported experiencing elevated blood glucose levels for 2 weeks. Patient stated her blood glucose level went up to 400 mg/dl. Patient's normal blood glucose range was not provided. Patient reported she thinks the infusion device delivers too low insulin. Patient stated she filled the infusion set and saw that no insulin was delivered. Patient discarded the alleged infusion set. Patient reported, she was able to get her blood glucose level under control by herself. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy, occlusion limits and alarm functions were tested successfully and comply with the product specification. No malfunction of the device could be observed during the iu investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: nothing unusual was found in the device history that could have contributed to the problem mentioned by the customer. All by the customer programmed boli and basal rates also the three mentioned in the complaint were successfully delivered by the pump. Adapter: the adapter passed the optical inspection. Infusion set: the returned transfer set was visually inspected and tested for flow and tightness. The test results were within specifications. The problem mentioned by the customer could not be reproduced.